Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (monitor won't power on) was confirmed. Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to the f600 fuse being broken off the ca board. The root cause for the broken fuse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor will not power on.